Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) has been showing chronically elevated, out of range (oor) shock impedances. Various programming options and a commanded shock were recommended. According to the field representative, the origin for the oor impedances was not determined. No commanded shock was completed but there was a successful conversion despite the elevated shock impedances. The patient is on home monitor and is being observed on regular follow up. The rv lead and the crt-d remain in service. No adverse patient effects were reported.

Event description:
It was reported that this system with a right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) has been showing chronically elevated, out of range (oor) shock impedances. Various programming options and a commanded shock were recommended. According to the field representative, the origin for the oor impedances was not determined. No commanded shock was completed but there was a successfull conversion despite the elevated shock impedances. The patient is on home monitor and is being observed on regular follow up. The rv lead remains in service. The crt-d has been explanted due to normal battery depletion and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) has been showing chronically elevated, out of range (oor) shock impedances. Various programming options and a commanded shock were recommended. According to the field representative, the origin for the oor impedances was not determined. No commanded shock was completed but there was a successfull conversion despite the elevated shock impedances. The patient is on home monitor and is being observed on regular follow up. The rv lead and the crt-d remain in service. No adverse patient effects were reported.